Event description:
A site reported that a pt received laser treatment and sustained a burn on the treated area. The site only provided several photos of the burn to our clinical trainer. It was reported that the treatment was performed more than a month ago. No further details have been provided regarding the injury.

Manufacturer narrative:
The product was installed at the user site (B)(6) 2012. There have been no clinical complaints from the user site or regarding this specific serial number since that time. The product device history record was reviewed (B)(6)2015 with no issues found. The service history was reviewed and the last time a service was performed on the laser system was in (B)(6) 2014 for preventative maintenance. Candela was only provided photos of the injured area, which were reviewed by candela's clinical dept. They concluded that the burn in the photo resembled a second degree burn and is resulting in a hypertrophic scar on the treatment area, which may be due to high treatment settings or recent sun exposure by the pt. However, candela is unable to confirm if these are contributing factors to the injury due to the limited info given by the user site. Since (B)(6) 2015, candela has made four follow up attempts to obtain add'l info from the user site. The site has not responded nor has the site provided any add'l info since candela's initial communication with the site.